Event description:
This case was reported by a consumer and described the occurrence of nephrolithiasis in a male pt who received corega cream and powder for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started corega (unk). At an unk time after starting corega, the pt experienced nephrolithiasis. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Verbatim text: the pt has been using corega cream and coerga powder for 3 months. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2007-00007. Corega is manufactured in dungarvan ireland. Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.